Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up it was observed that the lead impedance had increased. The impedance issue triggered a vibratory alert. Physician suspected lead fracture. Review of diagnostic revealed no anomalies.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
Evaluation description: the lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.